Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the error code 574 was interferences. New programming of the ins resolved error code 574. A week after error code 574, the patient programmer couldn¿t communicate with the ins anymore. The patient programmer dysfunctioned. The replacement of the patient programmer solved this. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with a non- rechargeable implantable neurostimulator (ins). It was reported that the patient went thru a scan the day before. The patient switched the ins off prior to the scan. Since the scan, the patient programmer displays a code 574. The patient replaced the patient programmer batteries, but the code still displayed. The stimulation was still off. No further complications were reported or anticipated.